Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastroplasty, when testing the load on the surgical force, it did not fire. The surgeon was able to press the green and squeeze the handle. Both handle and reload were replaced to complete the case. There was no patient injury.